Event description:
Philips received a report that during an acquisition a site's pinhole cap, which covers the aperture, partially came off and made contact which the pt's neck. There was no report of pt injury at the site.

Manufacturer narrative:
This report is being filed as a result of a retrospect review of philips healthcare complaints back to january of 2007. Further review was determined that if this malfunctioned were to recur, it would not be likely to cause or contribute to death or serious injury. During the acquisition, the pinhole cap, which covers the aperture, partially came off and made contact with the pt's neck. The pinhole cap did not complete with the pt's neck. The pinhole cap did not completely come off because it was still connected by the collision sensor wire located on the pinhole collimator. The field safety engineer (fse) arrived at the site and reattached the cover by using the tape. Svc was completed and returned to the customer for clinical use. If the pinhole cap cover were to fall off during a pt procedure, the harm to a pt, operator or bystander would be negligible. (B)(4). In addition, the collision sensor wire is in place to hold it to the pinhole collimator. Internal cross reference: (B)(4).